Event description:
It was reported that health care professional requested only to review the non-sustained right ventricular oversensing triggered by t wave oversensing. Two episodes were noted. No reprograming changes was not requested or made.